Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during preparation, the stent crimped while attempting to load the device. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Crimped. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.